Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using external paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including full functional testing using the returned multifunction cable without duplicating any malfunction to the device. The paddles used during the event were not returned as part of this investigation. Review of the log did see evidence of the reported problem but does not indicate a device malfunction. The log showed multiple attempts for paddle shocks after successful paddle charge operation. However, the device recorded a poor pad contact message every time the paddle shock button was pressed, which is the reason for being unable to discharge. Poor pad contact is an expected prompt if paddles detect an impedance that exceeds a viable patient threshold. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads (paddles) and the patient's skin, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. This report has been attributed to poor coupling of the paddles to the patient's skin. Analysis of reports of this type has not identified an increase in trend.